Manufacturer narrative:
Device eval: the device was returned in two pieces. The first piece measured 54.5 centimeters from the distal edge of the strain relief to the hypotube broken location. The second piece measured 88 centimeters from the hypotube broken location to the distal end of the tip. Both ends of the hypotube, at the break location, appear to be compressed indicating that the hypotube was kinked before it actually broke. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B) (4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a shaft fracture occurred. The 40% stenotic, 4.0x16mm lesion was located in the non calcified and mildly tortuous mid left circumflex (lcx). Access was obtained through the femoral artery. First the physician predilated a lesion in the right coronary artery with a 4.0x12mm quantum maverick balloon. The balloon was inflated twice to unspecified atms. Then the physician deployed a liberte stent. The physician then advanced the 4.0x12mm quantum maverick balloon to the lesion and inflated the balloon twice to post dilate the deployed stent. Then the physician moved to other side to treat the lesion in the lcx. The physician predilated the lesion with a 2.5x12mm quantum maverick balloon and deployed a liberte stent. Then the physician attempted to advance the 4.0x12mm quantum maverick balloon to the lesion; however, a portion of the shaft that was outside the body became kinked. When the physician attempted to straighten the kink, the shaft fractured. The catheter was removed from the pt. The procedure was successfully completed with a different device. There were no pt complications. Pt status is reported as "fine".